Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Also, the insulin pump was received with missing end cap sticker. No moisture damage on electronics noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone that the insulin pump alarmed button error. The customer's blood glucose was 86mg/dl. Advised customer to revert to back up plan.